Event description:
There was no pt involvement in this event. This device malfunctioned because the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2009 for a low battery. This fault went unnoticed by the user for 4 months. A successful manual test was carried out on (B)(6) 2010 and operated to spec until (B)(6) 2010. After this date, there are eight recorded fails due to a low battery. A new pad-pak was inserted and the device passed a self test. The old pad-pak was inserted again. Although no fault was found one of the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. There is a recorded temperature in the device history, at the time of one of the failures, at close to zero degree c. Exposure of the device to adverse environmental conditions can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.